Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the 2 devices' failure was detected once the surgery started. When using it, the jaws did not open. Another one from same reference and lot number was opened and the same thing happened, and the third they opened performed perfectly. The patient was not put in risk at any time, since they noticed the incident before using it and the time to open and plug them was delayed, no more than 10 minutes. There was no patient injury.